Event description:
Livanova deutschland received a report of an electrical remote-controlled (erc) tubing clamp which was not properly working. After turning on the unit, the display module showed a message indicating that the arterial clamp was faulty. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.